Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to pocket erosion. Additional information indicated that the patient had infection, discomfort, pain, dehiscence, fluid discharge, impaired healing and anxiety. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. This ra lead was explanted.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that the patient with this right atrial (ra) lead had exhibited pocket erosion, and a pocket revision was performed. Additional information indicated that the patient had infection, discomfort, pain, dehiscence, fluid discharge, impaired healing and anxiety. Hence, the physician opted to explant the entire system. The patient was treated with intravenous antibiotics. No additional adverse patient effects were reported. This ra lead will not be returned for analysis.